Event description:
A customer contacted baxter's technical service center and reported that they got disconnected during sleep in dwell 2 of 4 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) and explained that the hp would need to start over with new supplies. The hp did not want to do that, hp just wanted to reconnect. The tsr stated supplies were compromised and he needed to start over with fresh supplies. The hp understood. The hp stated he did not need help in ending therapy. Product surveillance contacted the hp on (B)(6) 2011 regarding disconnection during therapy. Per the hp, he is on a blood pressure medication that causes him to do different things. The hp stated he thinks he disconnected himself during therapy. The hp stated he did not have an alarm and he started over with new supplies. The hp stated he contacted his nurse regarding the disconnection during therapy. The hp stated he resumed therapy using the new supplies without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4).this report for connection issue was not confirmed. The cause was determined to be use error. Labeling reveiw was performed and found labeing to be adequate for the user error identified in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.